Manufacturer narrative:
FDA codes for section h6 of this 3500a form are listed below; system updates pending. Known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. The patient¿s access vessel mld measured 5.3mm with no calcification and mild tortuosity reported. In this case, procedural factors (manipulation of the devices), in addition to patient factors (less than adequate access vessel mld) likely contributed to the significant resistance encountered during delivery system advancement and the subsequent vessel rupture and dissection/occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6)., during a transfemoral tavr procedure, a 14fr esheath was inserted without resistance. As the commander delivery system and 23mm sapien 3 valve were advanced through the sheath, strong resistance was felt when the delivery system reached the right external iliac artery (reia) and the delivery system could not be advanced further. The delivery system was pushed with ¿considerable¿ force, but did not move. Both the sheath and delivery system were pulled back a little and the delivery system was pushed forward inside the sheath. The sheath was then pushed forward again. Although strong resistance was still encountered, the delivery system was able to be advanced through the reia. The sapien 3 valve was initially positioned with the center marker at the base of the cusps. During the deployed, with 2ml less than nominal volume, pacing missed a beat, resulting in the ¿pop-up¿ of the valve toward the aorta. The delivery system was pushed toward the left ventricle and the valve was deployed in a final 40:60 aortic/ventricular (a/v) position. Post valve deployment, the patient developed complete av block. Back-up pacing was initiated. Lower extremity angiography, performed prior to the withdrawal of the sheath, indicated a rupture in the reia. The location of the rupture was ¿exactly where the delivery system encountered resistance during advancement of the delivery system¿. The ruptured vessel was repaired using a covered stent. The esheath was then removed and repeat angiography revealed an occlusion in the right femoral artery (rfa). It was confirmed that the vessel intima was dissected and occluded. The occluded vessel was surgically repaired. Per the physician, the implant of a permanent pacemaker (ppm) is expected due to patient pre-existing conditions and the deployment position of the sapien 3 valve. The access vessel minimum luminal diameter (mld) measured 5.3mm with no calcification and mild tortuosity reported.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2016-03463.